Manufacturer narrative:
The broken stem inserter reported may have been the result of exposure to numerous impaction forces, which led to crack initiation, propagation, and ultimate fracture of the stem inserter sphere subcomponent, which led to disassembly of the humeral stem inserter.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during procedure the black plastic tip of the humeral stem inserter sheered of the impactor and the entire mech disassembled. There were no parts or pieces of the device that fall into the patient wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The device is available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a. The broken stem inserter reported may have been the result of exposure to numerous impaction forces, which led to crack initiation, propagation, and ultimate fracture of the stem inserter sphere subcomponent, which led to disassembly of the humeral stem inserter. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.